Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the drawer failed due to component. Field service engineer replaced the retractor band and reseated row board cable connectors on drawer boards to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed. The customer reported that users were unable to remove medications from drawer. There was delay in patient care as the user was able to obtain the medications from the nearby station. There were no adverse events or injuries reported based on this incident.